Event description:
It was reported that patient underwent a procedure utilizing a bone tunneling device on an unknown date. During the procedure, the cartridge broke prior to being used on the patient. There was no delay to the procedure as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: instructions for use - cartridge insertion into handpiece - if one or both cutter heads advance from the cartridge while it is being inserted into the handpiece, this indicates that the associated male and female hex drive(s) did not mate properly. If this occurs, remove the cartridge and rotate the non-mating male hex drives(s) slightly. Reinsert the cartridge into the handpiece. Repeat until properly seated. Evaluation of the returned device found that the rear power slide male hex drives had been unscrewed from the assembly. No actual fracture or breakage of the device was observed. This report filed (B)(6) 2010.